Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Un-reporting the events from previous mw submission. This is a duplicate record to (B)(6) / MDR 9617229-2021-58714.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2021-58714 as the operating record related to this complaint.